Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific (bsc) crm received information that this patient had experienced multiple syncopal episodes. The caller requested a local bsc representative to come onsite to interrogate/evaluate this pacemaker.

Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful. According to our resources, the device remains implanted and no other adverse events have been reported. This event will be re-evaluated if additional information is received. The device was explanted for normal battery depletion over five years after the initial observations. This product issue will be updated when device evaluation is complete.